Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and found that system failed to power on after a breaker reset. Analysis of the event logging showed that the control module power was not ok. Upon troubleshooting, the fse determined that the issue was caused by a malfunction in the pdu fan tray and dcps in the m-cabinet. To resolve the issue, the fse replaced the pdu fan tray and dcps. The defective pdu fan tray was returned to philips for failure analysis, and the cause of the failure was found to be a 24voltage (supply caused by component). After that, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.